Manufacturer narrative:
Patient weight is unknown. Date of postoperative infection and non-union is unknown. This report is for two (2) unknown screws. (Other): without a valid part and lot number, the UDI is unknown. The original implant procedure was performed on an unknown date approximately seven (7) years ago. Per facility, the complainant parts were returned to the patient and are not available for evaluation. (B)(4). Unknown, as specific part and lot numbers for the complainant screws were not provided. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was originally implanted with hardware to treat an open right femur fracture approximately seven (7) years ago. Thereafter, the patient suffered from right femur non-union and possible underlying infection. As a result, a hardware removal procedure was performed on (B)(6) 2016. The patient was re-implanted with 14mm retrograde/antegrade femoral nail and locked with two (2) 6.0mm locking screws at each end of the nail. The procedure was completed successfully without delay or the need for additional medical intervention. The patient's status/ outcome was reported as "stable." No additional information is available. This report is for two (2) unknown screws. This report is 2 of 2 for (B)(4).